Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that a few hours post implant, the atrial lead dislodged. The lead was successfully repositioned on (B)(6) 2014. No patient complications occurred.